Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day after the implant procedure, the right atrial (ra) lead dislodged into the superior vena cava (svc). The lead was removed and replaced. No patient complications have been reported as a result of this event.